Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and that the device was at elective replacement indicator (eri) early. The device was explanted and replaced. During the generator change, it was also noted that the right ventricular (rv) lead had a fracture and insulation breach on the pace/sense portion of the lead. There was another pace/sense lead that was in use which had previously replaced the rv lead pace/sense portion while the high voltage portion of the rv lead remains in use. The lv lead was capped and replaced with a chronic lead. No patient complications were reported as a result of this event.